Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose remained elevated (400 mg/dl). Customer treated elevated blood glucose levels by delivering boluses via the pump. Customer's healthcare provider recommended adjustment to pump basal rate and carb ratio to address the issue.